Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that random episodes of noise oversensing were observed on the right ventricular (rv) lead. The lead remains in use and the patient will be closely monitored. No patient complications have been reported as a result of this event.